Event description:
The iab leaked and the iab was removed. No second was inserted. The iab was not returned to co for evaluation. The iab was discarded by the facility. Event complications: unknown - reported 3/25/97 pt's current status: unk - rpt'd 3/25/97.